Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it was not available. Therefore, the root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 19 mm aortic valve was explanted after an implant duration of 9 years, 8 months due to calcification. A 23 mm valve was implanted in replacement. Patient was reported to be extubated on pod #1. No additional information as provided.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to calcification and stenosis. An 23mm was implanted in replacement. Patient was reported to be extubated on pod #1. Per obtained medical records, the previous aortic valve was well seated, but had a stuck leaflet in the noncoronary position, and consistent with aortic valve stenosis as well as patient prosthesis mismatch. The patient also underwent mitral valve replacement using an open deployment of an 26mm transcatheter heart valve. An 23mm valve was implanted in the aortic position and it appeared to be in good position. After the valve was deployed, the sutures were tied and the valve was inspected. It appeared to be in good position with no coronary obstruction. The patient weaned from cardiopulmonary bypass with a mild leak around the mitral valve, but good ventricular function and improved hemodynamics. The patient tolerated the procedure well. Echocardiogram confirmed excellent bioprosthetic mitral and aortic valve function.